Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. The medical records provided indicate pt had a bacterial infection from multiple skin contaminants as reported in the wound culture reports. The post-op hematoma prevented abdominal incision from healing as it drained through the incision which provided passage for skin contaminants to enter abdomen, creating complicated wound infection that was difficult to treat. The post-op hematoma also prevented integration of the mesh per operative report of (B)(6) 2006. The abdominal wound healing was further compromised by the pt's morbid obesity. The medical records provided do not specify a specific product problem and no product was returned for eval, therefore, based on the currently available info, there is no indication that a failure in the device caused or contributed to the event.

Event description:
Info from medical records received for review: on (B)(6) 2006, ventral hernia repair w/composix kugel mesh. On (B)(6) 2006, pt presented to ER for bleeding from surgical incision; dark bloody drainage, determined to be hematoma. On (B)(6) 2006, irrigation of wound w/evacuation of large hematoma which was resting on top of mesh repair and smaller hematoma on right lateral. Mesh repair was also tacked, and would was packed. On (B)(6) 2006, office visit - pt doing well w/no significant complaints. Impression: ventral hernia repair complicated by infected post-op hematoma. On (B)(6) 2006, debridement of abdominal wall and partial explant of composix kugel mesh. On (B)(6) 2006, wound vac therapy initiated.